Manufacturer narrative:
Product analysis: a breath delivery (bd) printed circuit board (pcb), 2 bd power controllers pcb and a pressure solenoid (psol) were returned to covid ien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no anomalies were found. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the breath delivery (bd) power distribution/controller printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, the batteries in a 980 ventilator were not charging. The ventilator was not in use on a patient at the time of the reported event.